Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0083492 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for missing print.

Event description:
It was reported that a syringe 0.3ml 30ga 8mm demi france vig had scale marking issues during use. The following was reported by the initial reporter: "very poor graduation, barely legible (impression that the ink has smudged) so very difficult to be precise for the insulin dose. The pharmacy has made the exchange to its customer, provides us with the defective syringes, and asks us to replace this box."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 30ga 8mm demi france vig had scale marking issues during use. The following was reported by the initial reporter: "very poor graduation, barely legible (impression that the ink has smudged) so very difficult to be precise for the insulin dose. The pharmacy has made the exchange to its customer, provides us with the defective syringes, and asks us to replace this box."